Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent. In addition the trunk connector housing was broken and the locking nut was missing. The bent pins and damaged connector prevented the electrode belt from connecting to a monitor. The root cause of the bent pins and damaged connector cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report check therapy pad messages. The patient was provided with a replacement electrode belt.